Event description:
It was reported that the pulse generator connector would not accept the atrial lead. When the lead was inserted and tightened down, noise was seen on the lead. The device was not used and a new device was implanted.

Manufacturer narrative:
Final analysis confirmed that it was difficult to insert the test lead(s) into the pulse generators header and the lead insertion force used to insert the lead was out of specification for the product.